Event description:
Report from literature describing pt implanted with drug infusion pump developing unusual pain and intermittent weakness in her leg. Daily dose of medication at time was 28 mg/day intrathecal morphine. Because of worsening symptoms, pt underwent myelography and computerized axial tomography scan of spine. Study revealed intradural, extramedullary lesion, located posteriorly at t11 level and displacing spinal cord anteriorly. Tip of catheter was encased by mass. Pt underwent surgery and had mass resected via t10-t12 bilateral laminectomy. Gray-green mass was noted, adherent to dura arachnoid membranes, with arachnoid thickened and appearing to encapsulate mass. Small portion of catheter was removed and remaining portion of catheter superficial to lumbar dorsal fascia was ligated and left in place. Cultures taken of mass, fluid within mass and arachnoid yielded no organisms. Histological analysis of mass revealed inflammatory reaction in arachnoid consisting of fibrosis, marcophages, and focal necrosis. Pt's pain was subsequently controlled with oral narcotics. Pt had mild left foot drop required ankle foot orthosis for walking. Right lower extremity regained normal strength, and sensation in lower extremities also improved.